Event description:
Reporter indicated that pt developed an infection post implant and was placed on antibiotics for 10 days. It was also reported that the pt was picking at the incision. Physician indicated that the infection has not resolved.